Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges they received an email from the customer that the armrest of a physiotherapy practice allegedly folded away during the transfer from the toilet to the wheelchair and the customer had allegedly fallen as a result.

Manufacturer narrative:
No defects were found in the armrests and no loose screw connections. All screws for fixing and adjusting the armrests were tight. The inspection of the driving function, the electric additional function for the seat lift, seat shell, backrest adjustment and legrest did not reveal any defects either. From the current condition of the armrests and the screw connections, we can rule out the possibility of a defect in the armrests.

Event description:
Alleges they received an email from the customer that the armrest of a physiotherapy practice allegedly folded away during the transfer from the toilet to the wheelchair and the customer had allegedly fallen as a result.